Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   Additional information has been requested but nothing has been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the box was open upon receipt. Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.